Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2023-94960. It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted, session records were analyzed, and noise resulting in oversensing was also noted on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.